Event description:
Seconnd revision: total hip replacement performed on (B)(6) 2014 by dr (B)(6) at (B)(6) due to dislocation, source unknown. First revision: performed on (B)(6) 2009 same surgeon, same hospital. No other information. Primary: total hip replacement, possible asr ?no other information. Pt details: (B)(6). Male. Dob: (B)(6) 1946. (B)(6). No reports or photos.

Manufacturer narrative:
Additional narrative: examination of the reported device was not possible as it was not returned. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. (B)(4).

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).